Event description:
Nxstage medical personnel were present during a routine hemofiltration treatment where a patient blood loss of approximately 150cc occurred. During the treatment. The nurse had inserted a syringe into the replacement fluid line tee. At the end of the treatment, the nurse attempted to remove the syringe in order to make the appropriate connection with the arterial line to initiate rinseback of the patient: blood in the blood circuit. The syringe tip broke off in the luer fitting of the replacement fluid line tee. As a result, the nurse was unable to perform a complete rinseback of the blood to the patient. The nurse was, however, able to perform a manual rinseback of the venous line portion of the blood circuit only leaving the remaining blood in the filter and the arterial line. The amount of blood lost was estimated at approximately 150cc. The patient condition was stable. No medical intervention was required as a result of the reported incident.